Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. During follow up, it was clarified that the leak was observed from the tubing of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a small amount of fluid coming out of the silicone tubing was observed. The reported condition was verified. The cause of the hole in the tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.